Manufacturer narrative:
The device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted. Should further information be provided.

Event description:
Boston scientific received information that during a follow up visit this pace maker exhibited noise and pacing inhibition greater than two seconds on the right ventricular (rv) channel. The rv lead is a competitor lead. Due to the noise multiple false tachycardia episodes were stored. The device sensitivity was reprogrammed; resolving the issue, and the device remains implanted. No adverse patient effects reported.